Manufacturer narrative:
No patient information is available because no patient was involved. The initial report occurred on (B)(6) 2015 and was found to be a non-reportable malfunction based on the information available. On 12/18/2015, new information was available through evaluation of the returned device and the decision was changed to a reportable malfunction. A medtronic representative replaced the system control unit (scu), and scu to positioning sensor unit (psu) cables and performed a navigation system check-out, all areas passed. The system perform as intended after the components were replaced. Analyses of the returned parts are as follows: the internal scu (system control unit) to psu (positioning sensor unit) cable was analyze and found: the pin block of the female lemo connector has been damaged causing some fit issues with the mating cable. Otherwise, the cable passed a continuity test with no opens or shorts detected. One scu to r/a psu cable was analyzed and found: the cable has been crushed opening the cable jacket and exposing the internal wires, but no bare conductors. Also, the straight lemo connector has bent pins. Not able to connect to the mating cable to check for continuity. The other scu to r/a psu cable was analyzed and found: the returned cable is in good condition with the exception of the straight lemo connector which has bent pins. Not able to connect to the mating cable to check continuity. The scu was analyzed and found: when connected to a known good ps, the scu functioned normally. A check of the event log revealed an intermittent failure of position sensor current out of range. Customer's description of failure has been verified. Further investigation revealed that there was a faulty component on the main board which will require replacement. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that there was no connection between the navigation system and the camera. A cable connecting the camera to the system was alleged to be the root cause. No patient was present when this was discovered, and the details as to how this occurred were not provided.